Manufacturer narrative:
H3, h6: the pedicle probe, product ID: 9733457, lot number: 191107, was returned to the manufacturer for analysis. The probe was found to have a bent tip. Medtronic personnel were able to duplicate the reported event. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a deformation of the cervical probe tip. It was used in a patient with hard bones and was bent. The operation was completed using a different instrument. This issue caused no surgical delay. There was no reported impact on patient outcome.